Manufacturer narrative:
(B)(4). The date of the event was reported as ¿a week ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink buretrol set broke. The section that connected to the syringe was observed broken off from the top of the buretrol. The event occurred during prime with an unreported amount of an unspecified chemo drug (amount not reported). No leak was reported. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.